Event description:
It was reported during the operation, the monitor alarmed due to no ECG signal, though there was no issue with the patient's condition. The monitor was replaced and the surgery continued on this patient who had been admitted for fracture. It was determined the ECG leads were faulty. Based on the information received, the customer feedback management (cfm) form indicates no actual harm occurred; however, the original national medical products administration (nmpa) form indicates this event was serious injury, though there is no description of harm present.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Manufacturer narrative:
Based on the information provided, the customer determined that the ECG leads were faulty. Based on the results of the information provided, the cause of the reported problem is ECG leads. The part number of the ECG leads is unknown. The device returned to normal after replacing the ECG leads by the hospital.

Event description:
Philips received a complaint on the intellivue mp20 indicating that during the operation, the monitor alarmed due to no electrocardiogram (ECG) signal, though there was no issue with the patient's condition. The monitor was replaced and the surgery continued on this patient who had been admitted for fracture. It was confirmed no actual patient harm occurred.